Event description:
It was reported that the patient's right atrial (ra) lead had no capture and a possible fracture. Additionally, the lead was oversensing with movement such as a cough. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1 ICD implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial oversensing. At/af episodes recorded with some apparent oversensing seen on the atrial electrocardiogram (egm). Atrial pace impedance steady at approximately 500 ohms through 2015 (B)(6), rises out of range (greater than 3000 ohms) starting 2015 (B)(6). Alert for out of range subthreshold lead impedance on 2015 (B)(6).